Manufacturer narrative:
The 14fr sheath was not returned for evaluation as it was discarded subsequent to the event. Consequently, no device analysis was performed. In addition, no data logs were returned as the console and cp were never utilized for support. A review of the clinical information revealed the patient to be in excess of 300 pounds. Due to the patient's large body habitus the angulation of access was atypical. The physician stated the combination of the patient's large habitus and his technique caused the bleeding and vascular injury. According to abiomed introducer sheath in-process and final inspection procedure sampling per ansi z 1.4, gen level I, normal aql 0.4, random selection: with naked eye at a distance of 12" to 18", verify the assembled sheath matches the drawing. Ensure parts are free of kinks, cracks, splits, sinks, excessive flash, loose/embedded foreign material, or any other damages. The instructions for use (IFU) provide these precautions: when assembling the sheath and dilator, care must be taken to insert the dilator tip straight through the center of the valve membrane in order to prevent inadvertent puncturing of the membrane. Aspiration and saline flushing of the sheath, dilator, and valve should be performed to help minimize the potential for air embolism and clot formation. Infusion through the sideport can be done only after all air is removed from the unit. Indwelling introducer sheaths should be internally supported by a catheter, lead, or dilator. Dilators, catheters, and pacing leads should be removed slowly from the sheath. Rapid removal may damage the valve membrane resulting in blood flow through the valve. Never advance or withdraw guidewire or sheath when resistance is met. Determine cause by fluoroscopy and take remedial action. When injecting or aspirating through the sheath, use the sideport only. Though the device was not returned for analysis, extreme angles of introducer insertion are known to facilitate this type of failure. There were no manufacturing rejects or anomalies of this event type recorded in the device history record. A review of complaints against this lot number identified no additional similar events. The device was not returned for analysis. As a result, the allegations against this device cannot be confirmed. A CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity. A risk analysis is not required as there was no failure reported against the device. The event will be re-evaluated if additional information becomes available. Oscor inc., is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc., which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor, inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor, inc., or its employees, that the report constitutes an admission that the device, oscor, inc., or its employees caused or contributed to the event described in this report.

Event description:
Additional information was received from the reporter that includes: on the (B)(6) 2017 a 58 year old obese male was admitted to the hospital and found to have an acute in-stent thrombosis in the coronary artery due to non- compliance with medications. The patient had an intervention (pci) in the cardiac catheterization lab to open up the left anterior descending artery. The pci was successfully completed and the cardiac team made the decision to place an impella cp for support while in recovery in the intensive care unit. Of note listed in the instructions for use (IFU) for the cp is a statement regarding "evaluation prior to inserting the impella catheter: observations: obesity". A review of the clinical information revealed the patient to be in excess of 300 pounds. The physician began to prep the patient for the impella insertion by removing the 6fr sheath and introducing the 14fr sheath to the right femoral artery, using a .035 x145 cm wire. Per the (abiomed) IFU the wire provided in the access kit is listed as a : ".035 inch stiff access guide wire". The patient was obese and so the access site was assessed. The femoral angiogram revealed the artery to be 9mm in diameter. When the team attempted to place the 14fr sheath into the artery there was an observation made of the "odd angulation" of the insertion and associated bleeding. Due to the bleeding the impella insertion was aborted. The 14fr sheath was immediately replaced by a larger 16fr dryseal sheath to occlude the artery and decrease the blood loss. The patient was then transferred to the operating department where there was a vascular repair. The anterior stick and posterior laceration were surgically repaired. The physician did inform the representative that this stick was improper technique, rather than product malfunction. The patient is recovering from the massive acute mi and had a permanent pacemaker placed. The impella cp and 14fr sheath were not returned for evaluation. The cp was never inserted into the patient and the 14fr sheath was discarded subsequent to the event.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. This initial MDR is being submitted to meet our requirements of reporting. A follow-up will be submitted as soon as the investigation is complete. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA.

Event description:
The customer reported a (B)(6) male patient had an acute in-stent thrombosis. The patient was brought to the catheter lab, to which his vessel was opened. When oscor sheath was inserted it was immediately noted that sheath was at an "odd," angle and that there was significant bleeding. The case was aborted, and the oscor sheath was removed and replaced with a different sheath. The new sheath was placed and occluded the femoral and iliac vessel. As a result, the patient was taken to the o.r. For vascular repair of vessel. An anterior stick and posterior laceration were noted and repaired. The device is not available for analysis.